Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was attempted/not used, the lead was attempted to be placed but the patient had hard myocardial tissue so it could not be screwed in well and it was noted that the lead was then 'straightened' after multiple rotations. No patient complications have been reported as a result of this event.